Event description:
The patient was enrolled in the acurate ide cohorts study on (B)(6) 2023 with patient identifier (B)(6). It was reported that the filter moved out of position in an open state. A transcatheter aortic valve replacement (tavr) procedure was being performed and a sentinel cerebral protection system (cps) was selected for use. Right sided radial access was gained, and the sentinel cps was advanced. The proximal filter was deployed in the innominate artery and the distal filter was deployed in the left common carotid artery with appropriate positioning. Due to frequent right upper extremity movements, the sentinel cps system gradually migrated back into the right innominate artery, causing the distal filter to move out of position from the left common carotid artery in an open state. The distal filter was recaptured. The procedure continued with only the proximal filter of the sentinel cps deployed. The tavr procedure proceeded with the successful implant of an acurate prime xl aortic valve. The sentinel cps was removed from the patient. No patient complications were reported.